Manufacturer narrative:
Concomitant products: product ID: 8731sc, lot# 0205849186, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported during a scheduled pump replacement surgery for battery depletion (alarm occurred), there was no cerebrospinal fluid (csf) backflow and the pump segment of the catheter was tangled in adhesions. The adhesions were removed, but they were only able to get back "some (too little)" csf backflow during aspiration. Upon further revision, a small crack was found in the catheter segment (2 mm long crack). A pump segment revision kit for the catheter was not available, so they "adjusted the pump segment" of another catheter to the existing spinal segment of the original catheter. Csf was flowing freely from the spinal catheter. The reported outcome of the event was reported as; the replacement of the pump and the revision of the pump segment of the catheter ended well. The pump was originally reported to contain lioresal, but addition information reported the drug was generic baclofen (molteni). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).